Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. On (B)(6) 2025 the nalu system was fully explanted due to a planned MRI for a pre-existing condition. The patient was unable to complete the MRI while having the nalu device implanted along side a cardiac loop recorder.

Manufacturer narrative:
There are no indications or allegations of any system or component failure or malfunction. The patient had a preexisting medical condition as well as a previously implanted cardiac monitor and thus was unable to complete diagnostic scans with the nalu system implanted. MRI compatibility is a known and documented risk of the nalu system.